Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator displayed ¿ac power loss¿ and started running on battery power. The patient was transferred to another ventilator without harm.